Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h2: additional information- section e1 (initial reporter first name) has been updated based on additional information received on march 05, 2026. Block h6: imdrf device code a0504 captures the reportable event of the biopsy cap leak/splash. Block h11: investigation results the product was not returned for analysis to identify any defect with the device. Without a product returned, no product analysis could be conducted. The reported event could not be confirmed. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Since the investigation findings cannot confirm the presence or absence of the reported problem with the device, and the device was not received for proper evaluation, the investigation conclusion code selected for this complaint is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, once the snare was inserted, backflow and body fluid spurted out. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2026. During the procedure, once the snare was inserted, backflow and body fluid spurted out. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and lot number. Therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a0504 captures the reportable event of the biopsy cap leak/splash. Block h11: investigation results the product was not returned for analysis to identify any defect with the device. Without a product returned, no product analysis could be conducted. The reported event could not be confirmed. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Since the investigation findings cannot confirm the presence or absence of the reported problem with the device, and the device was not received for proper evaluation, the investigation conclusion code selected for this complaint is unable to exclude device problem.